Event description:
The customer reported that the device would not charge as expected.

Manufacturer narrative:
(B)(4): the customer reported that the device would not charge as expected. Philips evaluated the device and verified the reported symptom. It was determined that this was a malfunction of the external paddles. Replacing the paddles resolved the issue.